Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on centre row (row18 from the distal end) of the stent, stent struts were lifted and pulled distally. The undamaged section crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the device found multiple kinks along several locations of the shaft polymer extrusion. This type of damage is consistent with excessive force being applied on the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 78% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 38 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 78% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 38 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.